Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No information. What was the gas consumption rate or volume (liter/minute)? Eight liter/minute. Were you able to identify where the leak was coming from? From the valve. Was a device inserted in the trocar during the leaking? If so, what device? No information. Was any torque being applied to the trocar or device? No information. The analysis results of the device found that only a universal seal assembly of the device was received; it was noted in good condition. No testing could be preformed to evaluated the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic procedure, air leaked. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.